Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient experienced pain and intermittent discomfort due to the implantable neurostimulator (ins) being tilted in the pocket, which occurred after it was accidentally struck by her husband¿s elbow while asleep. The event began on (B)(6) 2021 and was classified as mild. An x-ray was performed as part of the evaluation. The adverse event was resolved by (B)(6) 2021, with the outcome marked as resolved. No further complications were reported or anticipated.